Event description:
Patient underwent coiling embolization of an unruptured aneurysm. After placement of the last coil, multiple maneuvers were performed to ensure that the last loop of coil was not entrained in the catheter. Despite these maneuvers, the last loop of coil was dragged into the parent artery causing temporary occlusion of the ophthalmic artery. To avoid blindness, a stent and blood thinners were given, which ultimately restored blood flow through the ophthalmic, placing her at further risk of bleeding and stroke.